Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed both the lens and injector plunger was stuck in the cartridge and there was a clear surgical residue on the devices. The laf card was provided with the patient information.(B)(4).

Event description:
The reporter stated that the haptic of the 23.5 diopter cc4204a collamer single piece lens was damaged during insertion into the patients eye. The lens was removed without any patient injury. The cause of the event was a tech error. The tech has been re-trained since the incident.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).